Event description:
It was reported that interrogation difficulties occurred with this subcutaneous implantable cardioverter defibrillator (s-ICD) . It was noted a magnet reset occurred and the device was able to be successfully interrogated. There were no error codes noted. Another attempt to interrogate the device occurred and it wasn't successful. A new wand was used and the interrogation was successful. Then the first programmer and initial wand were used and the interrogation was successful. Data was sent to technical services (ts) for analysis. The cause of the interrogation difficulty is unknown. Ts provided recommendations for telemetry issues. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated this s-ICD was unable to be interrogated by the programmer again. A magnet reset occurred and the device was still unable to be interrogated. It was noted that the patient was enrolled in latitude and the communicator was unable to find the device either. A replacement procedure was scheduled. At this time, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that interrogation difficulties occurred with this subcutaneous implantable cardioverter defibrillator (s-ICD) . It was noted a magnet reset occurred and the device was able to be successfully interrogated. There were no error codes noted. Another attempt to interrogate the device occurred and it wasn't successful. A new wand was used and the interrogation was successful. Then the first programmer and initial wand were used and the interrogation was successful. Data was sent to technical services (ts) for analysis. The cause of the interrogation difficulty is unknown. Ts provided recommendations for telemetry issues. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated this s-ICD was unable to be interrogated by the programmer again. A magnet reset occurred and the device was still unable to be interrogated. It was noted that the patient was enrolled in latitude and the communicator was unable to find the device either. A replacement procedure was scheduled. At this time, the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that interrogation difficulties occurred with this subcutaneous implantable cardioverter defibrillator (s-ICD) . It was noted a magnet reset occurred and the device was able to be successfully interrogated. There were no error codes noted. Another attempt to interrogate the device occurred and it wasn't successful. A new wand was used and the interrogation was successful. Then the first programmer and initial wand were used and the interrogation was successful. Data was sent to technical services (ts) for analysis. The cause of the interrogation difficulty is unknown. Ts provided recommendations for telemetry issues. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated this s-ICD was unable to be interrogated by the programmer again. A magnet reset occurred and the device was still unable to be interrogated. It was noted that the patient was enrolled in latitude and the communicator was unable to find the device either. A replacement procedure was scheduled. At this time, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This s-ICD could not be communicated with in the laboratory setting. The behavior of the device pointed to a possible issue with the radio frequency (rf) hardware startup and, as such, the rf wake up periods were tested. The rf wakeup pulses were consistently shorter than expected. This behavior is consistent with a shortened telemetry wake-up pulse behavior (radiofrequency/rf wake-up period) associated with the crystal oscillator within the rf circuit. The rf wake-up period is specifically dependent on the timely startup of a crystal oscillator. Oscillators (i.e., quartz crystal clocks) are utilized in the s-ICD's hardware to ensure accuracy and stability of timing functions. Boston scientific's investigation determined that the crystal oscillator within the rf circuit can be slow to start up if there is a high impedance within the crystal. This component malfunction can be intermittent and can be affected by temperature. When the crystal oscillator is slow to start up, it directly shortens the rf wake-up period, and can result in an inability to successfully interrogate the device. In rare instances, such as this case, the start up issues can result in repeating resets draining the battery and preventing normal operation of the s-ICD. This issue resulted in the inability to establish telemetry with this s-ICD while implanted.